Manufacturer narrative:
Information was received indicating that report submitted (26-feb-2019) MFR# 3012307300-2019-00913 is a duplicate report to this MFR# 3012307300-2019-00747 submitted (25-feb-2019). Report MFR# 3012307300-2019-00913 will be closed as a duplicate report.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was fair condition with scratched screen. Functional testing included use testing. The device is displaying ec1320 which is an issue with the software. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the software.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "error code 1320". No adverse effects reported.

Manufacturer narrative:
Additional information: date of event. Additional information received on (B)(6) 2019. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.